Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Before releasing the stent, part of the device must rotated at least 10 times. The practitioner continued to rotate the device. But the stent did not deploy. There was a strange noise the handle broke during the release stent. A new stent was open no problem. Was the product inspected for damage before use? (Kinks etc). Yes, no kinks. Details of the wire guide used (diameter, type, make)? 0,035 dreamwire. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. What endoscope type and channel size was used? In the complaint form olympus duodenoscope. Did the patient exhibit difficult anatomy no. What was the length and diameter of the stricture? Na. Was the stricture dilated before stent placement? No. Was the safety wire removed? If yes, at what point was it removed. No. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the delivery system to the target location? No. What was the position of the elevator during advancement? Down. What was the position of the elevator during attempted deployment? Down. Was the directional button pressed during use? No. Was the yellow marker kept in view during attempted deployment? Yes, was a stent previously placed at the same or adjacent location? If yes, was the complaint stent placed in the stent that/was already in situ? No. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes.